Event description:
It was reported that during an unknown procedure, after three clips it no longer deployed clips. It was jammed. A new device was used to complete the procedure. No other details provided. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 instrument was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the clip was caught inside the top shroud and the trigger did not fully advance into its initial position; the trigger was forced to the open position and the clip was fed and formed as intended. In the second actuation of the device, the same event occurred and the trigger was forced to its open position and the clip was fed and formed as intended. The device was cycled, fed and formed the remaining clips as intended; finally the instrument locked out. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, all the components were found to be in good condition. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.